Event description:
It was reported that during the leep (loop electrosurgical excision procedure) procedure, the 10x10 loop t-bar electrode was used by the physician and when the loop was pulled out, it appeared that the wire loop disintegrated and did not effectively cut through the cervix. This resulted in the physician needing to use the next size loop to obtain the cervical specimen. This did not appear to cause more harm to the patient; however, had caused physician to obtain larger specimen than what was actually required. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).